Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. There was an increased ra impedance measurement noted, but there was no indication that measurements were out of range. The left ventricular (lv) threshold measurements had increased, and the lv intrinsic amplitude and impedance measurements had decreased, but again, no out of range measurements were noted. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device and a non-boston scientific right ventricular (rv) lead and the previously reported non-boston scientific ra lead exhibited high out of range impedance measurements over the past year. Additionally, it was questioned if the battery of this crt-d was depleting prematurely, and there was a previous episode of rv noise, oversensing, and inappropriate anti-tachycardia pacing (atp). Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting normally and functioning properly based on its programmed settings and operating conditions. This was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device and non-boston scientific right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. Technical services (ts) discussed troubleshooting options with the hcp, who noted they would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. There was an increased ra impedance measurement noted, but there was no indication that measurements were out of range. The left ventricular (lv) threshold measurements had increased, and the lv intrinsic amplitude and impedance measurements had decreased, but again, no out of range measurements were noted. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. There was an increased ra impedance measurement noted, but there was no indication that measurements were out of range. The left ventricular (lv) threshold measurements had increased, and the lv intrinsic amplitude and impedance measurements had decreased, but again, no out of range measurements were noted. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.additional information was received which reported that this device and a non-boston scientific right ventricular (rv) lead and the previously reported non-boston scientific ra lead exhibited high out of range impedance measurements over the past year. Additionally, it was questioned if the battery of this crt-d was depleting prematurely, and there was a previous episode of rv noise, oversensing, and inappropriate anti-tachycardia pacing (atp). Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting normally and functioning properly based on its programmed settings and operating conditions. This was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.